Event description:
It was reported that the insulin pump had physical damage. Customer stated the insulin pump had a crack and smudge/ mark near the crack. Customer stated moisture may have entered. Customer's blood glucose was 9.0mmol/l. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No moisture damage was noted on the motor or electronic assemblies during visual inspection. The device had cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, broken belt clip slot, and missing end cap sticker.